Manufacturer narrative:
The investigation of pump stop has been completed. No product/logs were returned. The pump stop occurred on the fifteenth day of support. The root cause of the pump stop could not be determined since no product/logs were returned. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e.1 added address line 2 as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26214. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26214 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26214. H.10 added instructions for use as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26214.

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support and approximately 15 days after start of support the pump stopped. Further information provided noted there was no sign that the pump was about to stop; it suddenly stopped. An attempt was made to restart the pump according to the manual; however, the pump did not restart. Consequently, the impella cp device was explanted. The device was inspected and no blood clots and other adhesion with found. Outcome at end of unit support noted an additional impella device was needed; however, implant of another device is unknown. There was no patient harm as a result of the pump stop.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.